Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Yellow drainage from knee [joint fluid drainage]. Knee swelling [joint swelling]. Knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2011 from a (B)(6) yr old female pt, initials l-s. The pt had a history of osteoarthritis and previous treatment with synvisc month 18 months prior to the date of this report. The pt experienced pain, swelling and yellow drainage after receiving synvisc-one. On (B)(6) 2011, the pt received one synvisc-one injection into the left knee. The pt reported pain, swelling and yellow drainage which resulted in hospitalization since her synvisc-one injection. The pt's length of hospitalization was unk. The pt was given antibiotics with cultures of knee drainage drawn with negative results. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.